Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire fracture occurred. A 300cm journey¿ guide wire was selected to cross the lesion. However, the device broke in the non-bsc sheath. No patient complications were reported and the patient's status was fine.